Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they took the tube out due to leaking cuff, they noticed a tear in the cuff.